Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns: pu-621ra) spontaneously shut down due to a failed uninterruptable power supply (ups). The customer confirmed that this was due to a bad ups and replaced it. After the ups replacement, the cns powered up without incident. No patient was harm. Service requested / performed: troubleshooting. Investigation summary: the root cause of this issue can be determined as component failure as the issue was due to the ups battery failing. After the replacement of the ups battery, the issue was resolved. The overall risk determination of this event is medium. Based on sop07-003, no CAPA is required as the overall risk rating is medium, and the quality event does not warrant a corrective action. The reported issue does not require further investigation through CAPA process. The following fields are not applicable (na) to the MDR report: d4 lot # & expiration date g4 device bla number the following fields contain no information (ni), as attempts to obtain information were made, but not provided: additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the cns: uninterruptable power supply (ups): model #: a/abce422-11med, serial #: ni. Corrected information: b5 describe event or problem: deleted the word, "application" from "(cns) 'application' spontaneously shut down" as the whole system powered down to due a loss of power. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes h10 additional manufacturer narrative.

Event description:
The customer reported that the central nurse's station (cns) spontaneously shut down due to a failed ups.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) application spontaneously shut down due to a bad ups. The power was plugged into a wall socket and the cns powered up with no issue. They will replace the failed ups to resolve the issue. No consequence or impact to the patients were reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. The following device was being used in conjunction with the cns, and is the device that failed: (B)(4). Model: a/abce422-11med.

Event description:
The customer reported that the central nurse's station (cns) application spontaneously shut down due to a failed (B)(4).